Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/12/2013 with the following results: testing did not confirmed the unresponsive keypad complaint. All keypad buttons are responsive. Removed keypad cover to check the condition of key contacts, no evidence of contamination was found under any key contacts. Unrelated to complaint, the audio bolus button cover was missing. Unable to test the audio bolus button responsive due to the audio bolus button cover was missing: hear sound but unable to obtain audible reading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.